Event description:
A hospital in (B)(6) reported via fisher & paykel healthcare's ('fph') regional office in the (B)(4) that the rear left leg on an iw950aeu cosycot infant warmer cracked whilst the warmer was being pushed for repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: the complaint device was manufactured in 1997. In order to assist in our root cause analysis/investigation, fisher & paykel healthcare ('fph') has requested either the return of the allegedly broken component and/or additional information in the form of photographs. An fph representative from our regional office in the (B)(4) is making attempts to obtain the device or further information. We are awaiting a response from the hospital in this regard. We will submit our findings in a follow-up report as soon as our investigation is complete.